Manufacturer narrative:
(B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Were there any patient consequences due to the event? Could you please confirm device's availability?

Event description:
It was reported that the patient underwent a CABG surgery on (B)(6) 2020 and the suture was used. The needle had been broken during procedure. Additional information has been requested.